Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 10 mg/ml at 2.613 mg/day and bupivacaine 40 mg/ml at 10.450 mg/day via an implantable pump for unknown indications for use. It was reported that the 8780 and 8784 catheters were returned due to a catheter malfunction.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2012 ; explant date (B)(6) 2024 ; ubd: 2014-12-07, UDI: (B)(4) brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024; ubd: 2019-07-19; UDI: ()(4).-analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of catheter model 8780 with serial number (B)(6) found ¿catheter body ¿ kink observed¿. Analysis of catheter model 8784 with serial number (B)(6) found ¿no significant anomaly.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.